Manufacturer narrative:
Reliability analysis evaluated one opened/used infusion set and performed hand prime using a new lab reservoir and saw diluent flows through the infusion and out the catheter tip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 136 mg/dl at the time of incident. Troubleshooting found insulin was unable to exit with a push plunger. It was also found insulin was able to exit from the tubing when a new infusion set was applied. The customer also stated the insulin pump did not alarm no delivery after a manual prime. Customer was also advised of a possible issue with the infusion set. The customer agreed to return the product for analysis.